Event description:
The customer contacted stryker to report that their device has logged an event code in its memory which can be associated with a monophasic shock delivery. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the shorted q8 on the h-bridge on the therapy pcb assembly.

Event description:
The customer contacted stryker to report that their device has logged an event code in its memory which can be associated with a monophasic shock delivery. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.